Event description:
The service report shows that while performing an unrelated service on the device, the nellcor puritan bennett customer support engineer discovered that the audio alarm tone was distorted. The customer support engineer inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. The customer originally reported that the device was failing extended self test, and no patient was involved. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.